Event description:
Caller alleged discrepant inratio2 results as follows: date: (B)(6) 2014; inratio: 2.6; date: (B)(6) 2014; lab: 6.8. Date: (B)(6) 2014; inratio: 1.9; hospital meter: 4.8. Time between test: within 20 minutes. Therapeutic range; 2.5-3.5. On (B)(6) 2014 inratio results was 2.6. The next day, patient went for dialysis and had bleeding "that would not stop" by the fistula. Patient was going to go for outpatient surgery for the bleeding, but before surgery a lab draw was taken with a result of 6.8. Based on the hospital meter results, outpatient surgery was canceled and patient coumadin dose was reduced. Customer has been using the inratio meter for about 1 month, and only a couple of times. Caller provided conflicting technique information.

Manufacturer narrative:
Product is expected to be returned. Investigation pending.